Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the customer noticed a scratch on the intraocular lens (iol) when it was in the patient's eye. The lens was cut out and removed during the same procedure. No patient injury was noted. It was unknown if the lens was scratched while handling, loading, or inserting. In follow-up, it was reported that the lens was being inserted into the patient's eye, and the customer observed there was a scratch. The lens was then removed and replaced during the same procedure. However, there was incision enlargement about 2.4 to 3 mm. There was no vitrectomy performed. No patient injury post-operatively. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Investigation of return lens was performed. Visual inspection found the lens was cut in pieces and only a part of a lens was received. Due to the damaged condition of the returned lens, no further analysis was possible. Based on the investigation, there was no indication of a product quality deficiency. A review of the manufacturing records for the intraocular lens was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. Two (2) non-conformance reports were issued and reviewed and did not contribute to the reported scratched lens. A search on complaints related to the production order was conducted and revealed that no other complaints for this production order were received. The lens met specification prior to release. Labeling review was performed. The directions for use (dfu) was reviewed and state to examine the lens thoroughly to ensure particles have not become attached to it, and to examine the lens optical surfaces for other defects, such as scratches or marks. Amo recommends the forceps best used and instruction on their use with the lens. Only insertion instruments that have been validated and approved for use with this lens should be used. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens during preparation and implantation of the lens. All pertinent information available to abbott medical optics has been submitted.